Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Additional information was requested, and the following was obtained: can you identify the lot number of the product used? Unk. Please clarify if the suture broke, or the needle broke, or if the entire suture detached/pulled off from the needle. We were reported that the needle broke off at the swage part. If the needle broke, did any piece fall in the patient? No.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * if the needle broke, did any piece fall in the patient? If yes, how was it retrieved? No needle pieces fell into the body due to needle breakage. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * can you identify the lot number of the product used? * please clarify if the suture broke, or the needle broke, or if the entire suture detached/pulled off from the needle. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and a suture was used. The connection part of the suture and needle (the swage part) was broken during use. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.